Event description:
It was reported that the implantable pulse generator (ipg) was misaligned and the patient had difficulty connecting the charger to it. It was also noted that the patient felt vibrations in the rib cage and abdominal area. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.